Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was observed leaking from the luer-lock while filling the infusion set tubing. The customer changed the correlated supplies and continued the filling process. The customer's blood glucose level was not impacted.